Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "poor vision upon inspection of telescope due to broken internal rod lens. This telescope is a component in a demo set used during a clinical trial on a patient." No negative impact in state of health reported.